Manufacturer narrative:
Model 0816001, lot s10544-305. Method: review of information reported to lifecell. Review of the device history records. Query of lifecell complaint management database for other complaints reported against this lot. Results: review of the device history records resulted in no remarkable findings; at the time of initial investigation, of the 477 devices processed for lot s10544m 405 devices were distributed, and (B)(4) devices were reported as implanted. As of (B)(4) 2011, no other similar complaints have been reported to lifecell against lot s10544. Evaluation: as per pathological evaluation, neither graft was well incorporated. Only focal superficial investment by fibroblasts is seen with some areas of foreign body giant cell type response and other areas with superficial fibrin deposition. There is no evidence of infection by either bacteria or fungi in this material. Conclusion: the internal investigation demonstrated that the device met qc release criteria, and the time to incorporate is patient dependant.

Event description:
The patient had the device placed bilaterally during breast reconstruction on (B)(6) 2009. At the time of exchange to implant on (B)(6) 2009, the devices were found to be non-incorporated and were explanted. The patient did not have any post-operative complications. This complaint was originally evaluated as not reportable as no serious injury had occurred. The finding was discovered at the time of a planned surgical procedure. Lifecell is now reporting as a malfunction, non-incorporation, without any factors that would contribute to non-incorporation, such as seroma or radiation, present. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.